Event description:
It was reported that during an unk procedure, the device was closed to fire and crack sound was heard. The device had to be pried open. Once open, it had not cut nor stapled the tissue. A new device was used to complete the procedure, there was no pt impact.

Manufacturer narrative:
(B) (4). (B) (4). Damaged firing trigger teeth. Eval summary: the analysis results found that the ats45 device was returned with the firing mechanism damaged and with no reload present. The device closed and opened without any difficulties noted. No add'l functional testing could be performed due to the condition of the device. The device was disassembled to verified the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue than indicated causing an increase of the internal forces resulting in the component yielding. It should noted that 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample to the batch is inspected at fgqa. No conclusion could be reached could be reached as to what may have caused the reported incident, as there was no reload returned for analysis. A batch record review was performed and anomalies were found during the manufacturing process.